Manufacturer narrative:
Additional, changed, and/or corrected data: b.1, b.2, b.5, g.2, h.1, h.6 reason for reoperation: malposition.

Event description:
Healthcare professional reported left side ¿malposition due to capsular laxity" and implant was "damaged during surgery", but later specified the "breast implant was punctured by a needle during the procedure." The device has been explanted and discarded.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: damaged during surgery.

Event description:
Healthcare professional reported device "damaged during surgery" and "malposition due to capsular laxity". This record is for the left side. The device has been explanted.